Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
The sheath "wrinkled" at the tip during insertion. A second sheath was used. The sheath was not returned to datascope for evaluation. Event complications: unk - rpt'd 5/30/97. Pt current status: unk - rpt'd 5/30/97.